Event description:
Servo I ventilator alarm reading technical expiratory filter problem. Patient was removed from the ventilator and bagged with an ambu bag, while the servo device was replaced with a puritan bennett 840 ventilator. The servo I ventilator was returned to the respiratory care department.